Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 153mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller mentioned that the device was stuck on the prime loop, and the drive support cap appears to be normal. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose but recessed motor support disk. The device was received with cracked case at the display window corners.